Manufacturer narrative:
Field service engineer (fse) was dispatched to check unit and provide on site training of correct procedure to follow. Fse instructed customer to power off instrument before placing hands inside the unit.

Event description:
The customer reported to beckman coulter that while attempting to remove a sample from the power processor sample processing system with generic connection modules, the decapper struck the customer's hand and punctured the skin.